Event description:
Patient reported "ruptures diagnosed via ultrasound, gel migration to the armpits", "pus and fifth rib osteomyelitis - no device related". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d1, d2a, d2b, d3, d4, g1, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, silicone migration and infection (unknow onset) was reviewed on june 25, 2025. It is possible to determine the lot number 2597434 and catalog number n-trf325 of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is not related to the manufacturing process. Infection (unknow onset): unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "rupture" diagnosed via ultrasound, "gel migration to the armpits", and "pus and fifth rib osteomyelitis" not device related. Physician reported "I explanted it. There was pus" not device related. This record is for the left -side. Device has been explanted.